Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to clinic for routine follow-up with stored episodes of vt due to atrial undersensing. The device diagnosed v>a due to undersensing of af. The patient will be monitored with routine follow-up.